Event description:
Philips received a complaint by the customer biomed reporting testing failed on a v60 device with a data acquisition (da) printed circuit board assembly (pcba) reference failed error code. The unit was not in clinical use when the reported issue occurred. There was no report of patient or user harm. A philips remote service engineer (rse) reported the customer biomed found a crease in the da/mc cable. The rse advised the replacement of the cable and required testing after replacement. Customer biomed confirms part replacement was received and installed. The device was operational after repairs were completed and returned to service. The investigation concludes that no further action is required at this time.